Event description:
It was reported by the patient's son that the previously working remote monitor was unable to complete the telemetry phase of the manual remote transmission, that it stayed on the very first green reading indicator light. It was further reported that even when the antennae was removed from the patient's chest the lights did not advance nor did the amber indicator light inside the icon of the patient light. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.